Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: there were unexplained pump reboot events observed in the black box data. Power rebooting was duplicated using the returned battery cap. A test cap was used to perform the investigation and was able to maintain power but could not fully tighten. The pump was run on a 24 hour basal program with no intermittent power/robot occurrences. The pump was opened and no moisture was found internally. The battery cap had stripped threads. The battery compartment threads were also damaged. The battery compartment was found to be cracked. Unrelated to these issues, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.